Event description:
It was reported that during post atrial lead reposition procedure device check it was noted that both the ventricular and atrial leads were dislodged. The patient experienced an episode of heart block during the night. The ventricular lead dislodgement resulted in the patient experiencing fatigue and dizziness. The lead was repositioned. The patient was stable.